Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts are in process to retrieve the device and additional information. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed and root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic mitral valve, implanted six (6) months, fourteen (14) days, was explanted due to unknown reasons. The explanted device was replaced with a 25mm mitral bioprosthetic valve.

Manufacturer narrative:
The investigation revealed that the patient has had recurrent endocarditis. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. Based on the information received the root cause is indeterminable; however, patient factors most likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic mitral valve, implanted six (6) months, fourteen (14) days, was explanted due to endocarditis resulting in severe mitral stenosis and perivalvular leak. The explanted device was replaced with a 25mm mtiral pericardial valve. Through followup with the healthcare provider it was learned that the patient had mobile vegetation attached to the mitral valve which is about 2 cm in length. It was reported that despite aggressive IV antibiotic treatment, the patient's endocarditis vegetation continued to grow in size. "We encounted dense adhesions and also inflammatory changes. The patient had a lobulated abscess in the pericardial space; the whole chest is infected." There was calcium particles present on the mitral valve. It was reported that the mitral annulus needed to be reconstructed and then the 25mm valve was implanted. The patient tolerated the procedure well and was transferred to surgical intensive care unit. It was learned that the patient's post operative care was complicated with heart block so a dddr pacemaker was implanted.